Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. Technical support was provided to the customer and the customer reported that the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that color bars showed each time after connecting 3 different endoscopes to the evis exera iii video system center. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Technical support was provided to the customer. The customer reseated and reconnected the device light source cable and light source interface cables. An image was visible after an endoscope was connected to the video system center. The customer reported that the problem was resolved. The investigation is ongoing. A supplemental report with be submitted upon completion of the investigation.